Manufacturer narrative:
(B)(4).

Event description:
The complaint indicates that the patient's wife reported the sensor wire was missing when it was removed..based on visual inspection, testing concluded that the sensor wire with (B)(4) is missing from the sensor pod and seal carrier.the problem is confirmed because the sensor wire with (B)(4) was detached from the sensor pod and seal carrier.the root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017, upon removal of the sensor pod from the patient body, the sensor wire was missing. The sensor was inserted at the abdomen on (B)(6)2017. Reportedly, the patient removed the transmitter prior to removing the sensor pod. No additional event or patient information is available. No product or data were provided for evaluation. The reported missing sensor wire could not be confirmed. A root cause could not be determined. Labeling indicates: do not remove the transmitter before removing the sensor pod from your body.